Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Performance testing was not performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2014-15868.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15868. It was reported the patient (netherlands) lost stimulation. Diagnostic testing indicated high impedance readings. X-rays were taken and indicated the anchor was broken. Surgical intervention was undertaken and the lead and anchor were explanted and replaced. The patient reported effective stimulation coverage postoperatively.

Manufacturer narrative:
Evaluation codes: results: the complaint was confirmed. The lead was returned complete. As received, microscopic inspection revealed that the lead had a kink where all of the internal wires were broken, and a cam impression from the swift-lock anchor. As there was no breach of the outer tubing and invalid impedance was observed prior to the revision, the fracture is consistent with an overstress condition the lead was subjected to proximal end of the swift-lock while it was still implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15868. Additional evaluation device 2 was performed (reference MFR report: 1627487-2014-15868).